Event description:
It was reported that, "the baseplate was undersized and collapsed medially so the surgeon revised."

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.